Event description:
It was reported that the pump declared a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to inspect and clean various pump components, attempted to load a new cartridge, and follow the on-screen instructions, but the error persisted. Technical support decided to replace the pump and the customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer received instructions to put the pump into storage mode and return it using a pre-paid label within ten days.